Manufacturer narrative:
Pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, detached end cap, end cap address label faded and cracked battery tube threads.

Event description:
The customer reported via phone call that the bottom portion of the insulin pump was separating from the rest of the device. Blood glucose level at the time of the incident was 438 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.